Manufacturer narrative:
After further review it was determined that the report for 855162 is a duplicate of MFR report # / patient ID (B)(6).

Event description:
It was reported that during se of the syringe s2 10ml ns there was a lateral defect a crack in the syringe. Ringer solution leaked during the flushing process and got into the assistant's eye. Foreign complaint the following information was provided by the initial reporter, translated from to german to english: since the syringe had a lateral defect, contaminated ringer solution leaked during the flushing process and got into the assistant's eye. Complaint forwarded to rcc on 03/18. Reported to german authority.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during se of the syringe s2 10ml ns there was a lateral defect a crack in the syringe. Ringer solution leaked during the flushing process and got into the assistant's eye. Foreign complaint the following information was provided by the initial reporter, translated from to (B)(6) to english: since the syringe had a lateral defect, contaminated ringer solution leaked during the flushing process and got into the assistant's eye. Complaint forwarded to (B)(6) on (B)(6). Reported to (B)(6).